Manufacturer narrative:
H6: additional clinical signs and symptoms: e2314 fistula h6: updated health effect- clinical code h6: updated investigation findings h6: updated investigation conclusions h6: health effect impact code: f1903: device explantation h6: medical device component: g07001: part/component/sub-assembly term not applicable the investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (2422) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span august 14, 2013 through december 19, 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial with holes. Patient information: medical history: obesity - (B)(6) 2013: 182 lbs., bmi 32.24 - (B)(6) 2014: 180 lbs., bmi 31.8 - (B)(6) 2019: 183 lbs., bmi 32.5 smoking - (B)(6) 2014: 15-year history of tobacco use - (B)(6) 2019: former smoker, ¿smoked less than 1 pack per day for 10 years.¿ - (B)(6) 2019: former smoker, ¿quit 2002 after 10 years of ½ pack per day on and off.¿ hypothyroidism gastroesophageal reflux disease [gerd] hyperlipidemia graves¿ disease ¿ took radiation pill age 17 and 28. Surgical procedures: 1991: tubal ligation via umbilicus (B)(6): laparoscopic cholecystectomy, primary repair of umbilical fascial defect. (B)(6) 2014: laparoscopic repair of incarcerated incisional hernia. Implant: gore® dualmesh® plus biomaterial with holes. (B)(6) 2019: resection of infected prosthetic mesh with incorporated abscess cavity and ec fistula. Enterectomy of small bowel including 35 cm. Recurrent ventral incisional hernia repair. Implantation of biosynthetic mesh as a posterior sheath inlay. Excision of 5 x 15 cm of skin and soft tissue. Implant: phasix st. Relevant medical information: (B)(6) 2014: ¿follow-up of cholecystectomy. Reports she has done well until about the 3rd day. Had an infection at the site of the hernia repair. Currently taking augmentin.¿ (B)(6) 2014: ¿hernia duration 5 months, periumbilical, no radiation, describes as dull, risk factors include overweight, previous abdominal surgery. Had cholecystectomy done in may and since that time has had tenderness in belly button. Has had some pain to left of belly button relieved by bowel movement. Impression/plan: umbilical hernia, refer to general surgery for further evaluation.¿ implant preoperative complaints: (B)(6) 2014: ¿presents with hernia, umbilical, described as chronic, ongoing, complaint is moderate. In addition, presented with swelling. Pain began after lap chole, incisional at umbilicus. Abdomen; normal bowel sounds. Hernia; abdominal hernia present, reducible. Impression: incisional hernia. Plan: lap repair of incisional hernia at umbilicus.¿ (B)(6) 2014: history and physical. ¿presented with hernia, located umbilical. Described as chronic. Symptoms ongoing. Complaint is moderate. In addition, presented with swelling, also with pain. Exam: abdominal hernia present, reducible. Impression: incisional hernia. Plan: laparoscopic repair of incisional hernia at umbilicus.¿ implant procedure: laparoscopic repair of incarcerated incisional hernia. Implant: gore® dualmesh® plus biomaterial with holes [1dlmcph04/(B)(6), 15cm x 19 cm, 1.5 mm thick] implant date: date: (B)(6) 2014 (hospitalization (B)(6) , 2014) description of hernia being treated: ¿after satisfactory prep and drape of the patient¿s abdomen, visiport was introduced in the left upper quadrant. Laparoscope was inserted under direct visualization and 5 mm surgiports were introduced in the left upper quadrant and left lower quadrant. Lysis of adhesions was carried out and incarcerated omentum was reduced in the abdominal cavity.¿ implant size and fixation: ¿a gore-tex mesh 15 x 19 was inserted and affixed to the anterior abdominal wall with an endotacker. Visiport and induction site was closed with 2-0 pds suture. All air and all instruments were removed. Incision was closed with 4-0 prolene.¿ (B)(6) 2014: discharge instructions. ¿okay to shower, no dressing needed. Follow up dr. (B)(6), (B)(6) 2017. No driving, no heavy lifting.¿ relevant medical information: (B)(6) 2014: ¿post-op hernia repair. Incision fine, no complaints.¿ (B)(6) 2015: ¿developed right mid abdomen pain after physical activity. Burns, stings, and pulls, no redness of skin, no fever, no nausea/vomiting. Exam: no evidence of reherniation, no redness, no swelling. Impression: abdominal pain right upper quadrant. Plan: flexeril/motrin, heat.¿ (B)(6) 2015: ¿abdominal pain, right side, sharp and stabbing, aggravated by movement. She was kicking back and began to have abdominal pain which she would bind up. Abdominal pain, follow up with general surgery in coming weeks.¿ (B)(6) 2016: ¿abdominal pain. Onset 3 days, mild severity, improving. Peri-umbilical and left lower quadrant location. Pain is sharp, aggravated by movement, relived by bowel movement, eructation and flatus. Reports severe pain in abdomen with belching, bloating, severe gas beginning suddenly tuesday pm. She took ex-lax, has been having daily loose bowel movements. Today, improved. Denies pain at present, only ¿soreness¿ throughout abdomen. Exam: obese. Abdomen; hypoactive bowel sounds, anterior, soft tenderness, left upper and lower quadrants. Impression: abdominal pain, acute. Plan: x-ray abdomen.¿ (B)(6) 2016: x-ray abdomen. Impression: no free intraperitoneal air or bowel obstruction.¿ (B)(6) 2018: ¿cough, harsh, moderate severity, 1 week. Impression: acute bronchitis. Plan: prednisone, zithromax.¿ (B)(6) 2019: ¿presents with pain, diffuse, described as chronic, ongoing, moderately new, epigastric pain. Exam: abdomen; epigastric, tender to palpation. Hernia; overall, no hernias present, may have occult hernia left side. Impression: epigastric pain. Plan: CT abdomen, given form, ¿weight management¿.¿ (B)(6) 2019: CT abdomen. ¿findings: abdomen; multiple right upper quadrants surgical clips consistent with cholecystectomy. Postoperative changes of mid anterior abdominal wall with mesh placement. There is fluid and punctate air surrounding the mesh. There are 2 small ventral hernias superior to the mesh. 1 at the umbilicus and the other just above the mesh. These contain omental fat. Impression: fluid and air within the anterior abdominal wall in the region of surgical mesh. This may be postoperative or infectious in nature.¿ (B)(6) 2019: ¿follow up CT. Diffuse abdominal pain in area of mesh. Began sept. 1. Repair 5 years ago. No redness, no drainage. CT shows small hernia recurrences and fluid with punctate air. Abdomen: epigastric tender to palpation, only over area of mesh, no guarding, no rebound, no mass lesions. Impression: ventral hernia without obstruction or gangrene. Plan: refer to general surgery.¿ (B)(6) 2019: ¿seen in surgery clinic for recurrent ventral hernia with possible mesh infection. On antibiotics. Given the complex nature of her recurrent hernia with infected mesh, we will refer her to the hernia center at the university of kentucky. Impression: former smoker, smoked less than 1 pack per day for 10 years. Infected prosthetic mesh of abdominal wall. Plan: start amoxicillin-pot clavulanate. She is status post ventral incisional hernia repair with gore-tex mesh in 2014, referred for recurrent hernia and concern for infected mesh. No systemic signs of infection, however, her CT findings with dots of air within the fluid collection are concerning for mesh infection. Started her on 2 weeks of augmentin for possible infection. Will likely require mesh excision and repeat hernia repair.¿ explant preoperative complaints: (B)(6) 2019: history & physical. ¿history of ventral hernia repair with mesh in 2014 following umbilical hernia; presents with localized abdominal pain and CT imaging of two further ventral hernias superior to the mesh, concern for infected mesh. Relevant history began in 1991 when underwent tubal ligation via umbilicus. May 2014 had acute cholecystitis/incarcerated umbilical hernia; underwent laparoscopic cholecystectomy and primary repair of umbilical fascial defect. Consistent pain/herniation at umbilical site.(B)(6) 2014 underwent umbilical hernia repair with goretex mesh 15x19 cm affixed to anterior abdominal wall. Had continued pain surrounding umbilicus for following 5 years. (B)(6) 2019, was twisting at work on ladder and felt acute worsening of pain. CT showed air surrounding mesh with concern for infection. Immediately noted significant abdominal distention and pain; pain improved with rest/decreased activity. Able to tolerate diet, no fever/chills. Hga1c: 6.5. Reviewed CT images: recurrent incisional hernia superior to mesh and at umbilicus, goretex mesh, associated fluid and air next to mesh, significant adherences of small bowel to mesh. Abdomen: distended, pain and increased tenderness upon palpation of specified area [around umbilicus]. Radiographic evidence of hernia superior to mesh, however, cannot palpate deep enough to feel fascial defect without causing significant pain. Impression: recurrent ventral hernia, infected prosthetic mesh of abdominal wall. Air surrounding mesh concerning for potential shearing of previously adhesed bowel. Plan: operative planning for infected mesh removal, potential need for bowel resection, repair of recurrent incisional hernia with sublay biosynthetic mesh.¿ on (B)(6) 2019: indication: ¿underwent a laparoscopic incisional hernia repair with gore-tex mesh over a decade ago. She had been doing great until over a month ago when she twisted and had acute pain, likely shearing. She then developed bloating. Imaging was consistent with an abscess cavity around her prosthetic mesh. Proceeded to go to the operating room for removal of her old mesh, possible salvage repair versus possible implantation of biosynthetic mesh.¿ explant procedure: resection of infected prosthetic mesh with incorporated abscess cavity and ec fistula. Enterectomy of small bowel including 35 cm. Recurrent ventral incisional hernia repair. Implantation of biosynthetic mesh as a posterior sheath inlay. Excision of 5 x 15 cm of skin and soft tissue. Implant: phasix st. Explant date: (B)(6) 2019 (hospitalization (B)(6) 2019) findings: ¿a 10 x 15 cm abscess cavity, in which her prior gore-tex mesh was unincorporated and was removed freely, including the tacks. This was also densely adhered to small bowel in multiple locations, majority of which was sectioned to one area of small bowel 35 cm in length, which had to be removed, with an end-to-end anastomosis. Two other areas of adhesions to the abscess cavity on distal ileum were able to be oversewn rather than resected. Once all this was completed, the posterior sheath had a 5 x 12 cm defect that had to be reinforced and closed with phasix st mesh to protect the viscera. Primary closure of the rectus muscles was then performed.¿ procedure: ¿elliptical incision around the patient¿s umbilicus and excess skin and soft tissue was performed for approximately 5 cm wide x 15 cm tall in a 3-to-1 fashion. This subcutaneous fat and skin wedge was taken down all the way to the base of the fascia and passed off the table. We then incised the anterior midline fascia superior to the umbilicus, superior to where I knew her inflammatory pocket was. Entering the abdomen, there were only light adhesions to the falciform and omentum in this location. Falciform was transected away from the overlying peritoneum. We then circumferentially dissected around the abscess cavity, removing the abscess cavity from the adjacent rectus muscle. Please note on the left hand side, the abscess cavity was actually quite medialized and I was able to incise en bloc the anterior and posterior sheath away from the abscess cavity, with minimal loss of left rectus muscle. There were multiple loops of small bowel that were clearly adhesed to this abscess cavity superiorly. When dissecting off the left rectus, I did get into the abscess cavity, visualizing pus, which was cultured and sent off as specimen, and then visualized I was able to palpate her mesh, which was able to be removed with one pull completely intact with no evidence of integration of the mesh or any of the permanent titanium tacks. I then continued to circumferentially dissect around the abscess cavity from the anterior abdominal wall. On the right hand side, there were some adhesions to the right rectus muscle, which were treated with electrocautery. Following complete island creation of the abscess cavity, there was defect to the posterior sheath. Once I had islanded the abscess cavity, it was evident that there was almost like a medusa head multiple adhesions of the small bowel to the abscess cavity. I was able to dissect away 2 small areas using sharp lysis of adhesions, but no evidence of serosal defects; however, there was some firmness of the abscess cavity and some mild bleeding. Therefore, for hemostasis, imbricating 3-0 vicryl sutures were used. I then was able to visualize the amount of small bowel loops that were densely adherent to this abscess cavity and likely ec fistula given the fluid that was expressed from the abscess cavity. I elected to perform a small-bowel resection encompassing the length of this one loop that was attached to multiple locations. Small-bowel resection of 35 cm of small bowel which was densely adherent to the abscess cavity was performed using 60 gia staplers. Bowel was transected. Mesentery was taken with interval 0 suture ligation and hemostats. There was no evidence of bleeding on the mesenteric dissection. A side-to-side functional end-to-end small-bowel anastomosis was then created using a 60 cm blue load gia stapler. Common channel was closed with a blue load stapler, creating a functional 40 cm side-to-side functional end-to-end small-bowel anastomosis. Common mesenteric defect and staple line were oversewn using 3-0 vicryl suture. Following this, this was dunked back into the abdomen. I ran the bowel in its entirety with no evidence of other off screen injuries or difficulties. The patient had significant amount of bowel in this area. Small-bowel resection was in the distal jejunum into the mid ileum. Excess omentum was then available, including what was still remaining and not dissected with the abscess cavity, and then overlapped our entire small bowel. I noted that I had a 5x 12 cm defect in my posterior sheath that would have to be repaired. In order to get our posterior sheath closed, I did have to dissect open the retrorectus position. This was done by incising the posterior rectus sheath at the linea alba and dissecting out the rectus muscles laterally. In doing so, we only had approximately less than 5 cm of retrorectus length on the left hand side and about 4 cm on the right hand side. This would be inadequate for a true retrorectus hernia repair, and given her contamination, I elected not to proceed with a component separation for additional overlap of mesh. The patient had significant laxity in her anterior abdominal wall, and her anterior fascia would close without any difficulty. What I was currently try to do was to close her posterior sheath to extravisceralize her bowel. I was able to create a retrorectus dissection plane on both the left and right, respectively. There was no evidence of bleeding during this. This allowed my posterior sheath to come together in an easier fashion. I did have a bridging phasix st that was brought into the field, overlapping and closing a 5 x 12 cm defect in our posterior sheath. Immediately prior to this, I had irrigated the entire abdominal cavity with a liter of saline, and it was clear. Following complete closure of the posterior sheath, a 19-french blake drain was placed in the retrorectus position, overlying this phasix st in an inlay position. Anterior fascia was then closed in an interrupted figure-of-eight fashion using 0 maxon sutures, with no increase in peak airway pressures an no evidence of tension. Skin and subcutaneous were then irrigated with saline. There was no evidence of bleeding. All gloves had been changed after the small-bowel resection, and they were changed again prior to skin closure. The subcutaneous pocket was extremely small. It was closed in multiple layers, 2-0 vicryl sutures for quilting, 3-0 vicryl sutures for deep dermal, followed by a running 4-0 v-loc carposyn.¿ (B)(6) 2019: ¿specimens: hernia sac, infected mesh.¿ (B)(6) 2019: pathology report. ¿specimen: a: small bowel and mesh, tag on abscess cavity. Gross description: the specimen is received fresh and placed in formalin, labeled ¿small bowel and mesh tag on abscess cavity¿, and consists of a 17.1 cm in length by 1.9 cm in diameter u shaped portion of bowel that is adherent to a 6.3 x 6.1 x 5.3 cm portion of tan-brown fibromembranous tissue. The fibromembranous tissue is surrounding a yellow-tan portion of mesh. The serosa of the bowel is tan-pink, smooth, and glistening. The mucosa is tan-pink with regular intestinal folds. No masses, polyps, or areas of ulceration are grossly identified. Sectioning the attached soft tissue reveals a brown-red hemorrhagic cavity surrounding the mesh.¿ - (B)(6) 2019: microbiology. Abscess culture. Specimen: abscess abdomen. Quantitation: moderate growth. Culture: 2+ klebsiella variicola. 2+ enterobacter cloacae complex. 1+ enterococcus faecalis. 3+ streptococcus constellatus. 1+ aggregatibacter segnis (previously known as haemophilus segnis). Final: (B)(6) 2019. Gram stain: numerous polymorphonuclear white blood cells. Numerous gram-negative rods. Moderate gram-positive cocci in pairs. Moderate gram-positive cocci in chains. Rare gram-positive rod. Final: (B)(6) 2019. Anaerobe culture: mixed aerobic and anaerobic flora. Final: (B)(6) 2019. (B)(6) 2019: lab. Glucose 449 h (74-99). (B)(6) 2019: discharge summary. Hospital course: postoperative ileus. Ng tube pulled on postoperative day 5; diet advanced as tolerated. Postoperative day 6, jp drain removed. On day of discharge, afebrile, ambulating, tolerating oral pain medicine, voiding, tolerating regular diet. Discharged in stable condition; follow up in 2 weeks. Abdomen: non-tender, minimally distended, incision clean/dry/intact. Instructions: regular diet, no lifting more than 5 lbs. For 42 days, move around as you are able, wash wound with mild soap and water once a day.¿ relevant medical information: (B)(6) 2019: ¿post-operative check after ventral hernia repair on 10/15. Surgery was extensive and involved removal of previously placed infected gortex mesh as well as small bowel resection. Is tolerating diet and having bowel movements. Incision healing well but has had some scabbing in central portion with mild amount of bleeding on her clothes. Abdomen: flat and soft, nontender incision well healing, no recurrence, no cellulitis. Impression: recurrent ventral hernia. Has recovered well and is tolerating a diet without issue. Plan: return to clinic in 4-6 weeks.¿ (B)(6) 2019: ¿surgery follow up. Over past month has had pain over right abdomen; describes dull, constant muscle cramp. Also has constipation; bowel movement once every 5 days requiring suppositories. Wears abdominal binder all the time; feels her abdominal contents will ¿fall out.¿ not lifting objects over 10 lbs. Reports surgical incision healing well with no drainage, surrounding redness or swelling. Had recent viral illness causing nausea/vomiting for 24 hours. Abdomen: flat, bowel sounds normal. Surgical incision well approximated, no surrounding erythema, edema or exudate. Tender to palpation along right abdomen, at location of approximate right rectus abdominis. No hernias appreciated. Impression: pain most likely muscular in nature; only 6 weeks out from surgery and manipulation of abdominal wall musculature. Although not appreciated on physical exam, some findings may be due to possible hernia either at posterior layer or rectus primary closure. Discussed she had become accustomed to the plate of fibrosis in abdomen before and with this removed she will have more laxity. Plan: CT abdomen/pelvis, recommend increasing bowel regimen, increasing hydration. Continue lifting/pulling/pushing restriction of 10-20 lbs.¿ (B)(6) 2019: CT abdomen/pelvis with contrast. Indication: infected prosthetic mesh abdominal wall. Impression: expected postoperative changes from resection of abdominal wall mesh without evidence of complicating features such as hematoma or seroma. Mild mesenteric edema noted adjacent to small bowel resection margin.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial with holes instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial with holes is provided sterile. Procedure and specific patient factors may contribute to or cause infection, leading to contamination or infection of the mesh material. The instructions for use further state: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the gore® dualmesh® plus biomaterial with holes instructions for use further state: ¿gore® dualmesh® plus biomaterial contains two antimicrobial agents, silver carbonate and chlorhexidine diacetate, which act as preservatives to inhibit microbial colonization of, and resist initial biofilm formation on, the device for up to 14 days post implantation. To help maintain strict asepsis during surgery, special precautions and extremely careful preoperative site preparations are necessary. When operative infection is suspected, dissection of involved tissues should be considered. Any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 12530476 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2013: (B)(6), do. Office notes. Hypothyroidism; fatigue, dry skin, hair loss, weight gain. Compliant with medications: no. She does not want to come to the doctor or have labs very often due to lack of insurance. Advised that non-compliance is not in her best interest despite the costs. Earache; both ears, nasal congestion, ear popping, ear pressure. Exam: weight 182 lbs, bmi 32.24. Impression/plan: hypothyroidism, continue meds. Psoriasis, continue creams. Medications: aclovate, cipro, levothyroxine. Ofloxacin. On (B)(6) 2014: (B)(6), do. Office notes. Hospital follow-up. Reviewed hospital records and report of cholecystectomy. Reports she has done well until about the 3rd day. Had an infection at the site of the hernia repair. Currently taking augmentin. Now back to eating normal foods. Did take nexium for a while. Exam: weight 176 lbs, bmi 31.17. Abdomen; auscultation normal, no tenderness. Impression/plan: hospital follow-up, reviewed notes from surgery and recommendations from chest x-ray. Hypothyroidism, continue meds. Pain in joint involving ankle and foot, get ortho eval. Pulmonary nodule, order CT, does have family history of lung cancer in mother, and 15 year history of tobacco use. On (B)(6) 2014: (B)(6), do. Office notes. Hypothyroidism, ankle pain. Impression/plan: right ankle pain, ordered MRI. Hypothyroidism, continue meds. Pulmonary nodule, 15 year smoking history and some calcified granuloma and nodules that may need monitoring by pulmonary, refer to pulmonary diseases. Skin lesion on back, refer to dermatology and wear sunscreen. Hyperlipidemia, continue low fat diet. On (B)(6) 2014: (B)(6), do. Office notes. Hypothyroidism, back pain and hernia. Back pain onset 6 weeks ago, low back, stabbing, aggravated by bending, lifting, sitting. Hernia duration 5 months, periumbilical, no radiation, describes as dull, risk factors include overweight, previous abdominal surgery. Denies aggravating factors. Additional information: had cholecystectomy done in may and since that time has had tenderness in belly button. Has had some pain to left of belly button relieved by bowel movement. Exam: weight 179.8 lbs, bmi 31.85. Abdomen; auscultation normal, no tenderness. Impression/plan: back pain, moist heat, stretches and exercises. Hypothyroid, continue meds, hyperlipidemia, continue low fat diet. Umbilical hernia, refer to general surgery for further evaluation, patient requests to see dr. (B)(6). On (B)(6) 2014: [facility ni]. (B)(6), md. Office notes. Presents with hernia, umbilical, described as chronic, ongoing, complaint is moderate. In addition, presented with swelling. Pain began after lap chole, incisional at umbilicus. History: hypothyroidism. Exam: weight 180 lbs, bmi 31.885. Abdomen; normal bowel sounds. Hernia; abdominal hernia present, reducible. Impression: incisional hernia. Plan: lap repair of incisional hernia at umbilicus. On (B)(6) 2014: [facility ni]. (B)(6), pa. Office notes. Post-op hernia repair. Incision fine, no complaints. On (B)(6) 2015: [facility ni]. (B)(6), md. Office notes. Developed right mid abdomen pain after physical activity. Burns, stings, and pulls, no redness of skin, no fever, no nausea/vomiting. Exam: no evidence of reherniation, no redness, no swelling. Impression: abdominal pain right upper quadrant. Plan: flexeril/motrin, heat. On (B)(6) 2015: (B)(6), do. Office notes. Hypothyroidism, hyperlipidemia, abdominal pain. Abdominal pain, right side, sharp and stabbing, aggravated by movement. She was kicking back and began to have abdominal pain which she would bind up. She saw dr. (B)(6) who has evaluated her and did her hernia repair last winter. Exam: weight 185, bmi 32.77. Right ear canal edematous, right temporal membrane dull, erythematous. Skin; right breast with 2 cm lesion that is excoriated and appears to have bleeding in the past. Abdomen; auscultation normal, no tenderness. Impression/plan: skin lesion, go to dermatologist for possible excision. Abdominal pain, follow up with general surgery in coming weeks. Otitis externa of right ear, cipro, ofloxacin drops. On (B)(6) 2016: (B)(6), aprn. Office notes. Abdominal pain. Onset 3 days, mild severity, improving. Peri-umbilical and left lower quadrant location. Pain is sharp, aggravated by movement, relived by bowel movement, eructation and flatus. Not relieved by antacids or proton pump inhibitors. Associated symptoms include bloating, constipation, eructation and flatulence. Reports severe pain in abdomen with belching, bloating, severe gas beginning suddenly tuesday pm. She took ex-lax, has been having daily loose bowel movements. Today, improved. Denies pain at present, only ¿soreness¿ throughout abdomen. Exam: weight 182.5 lbs, bmi 32.34. Obese. Abdomen; hypoactive bowel sounds, anterior, soft tenderness, left upper and lower quadrants. Impression: abdominal pain, acute. Right otitis media with effusion. Plan: x-ray abdomen. Amoxicillin, ibuprofen, prilosec. On (B)(6) 2016: (B)(6), md. Radiology-x-ray abdomen. Indication: abdominal pain. Findings: supine and upright views of the abdomen were obtained. There is a calcified granuloma in the left lower lobe. No free intraperitoneal air. Nonobstructive bowel gas pattern. No soft tissue mass or ascites. Postoperative changes of ventral hernia repair. There are changes of cholecystectomy. Impression: no free intraperitoneal air or bowel obstruction. If there is continued clinical concern a CT scan is recommended for further evaluation. On (B)(6) 2018: (B)(6), np. Office notes. Cough, harsh, moderate severity, 1 week. Impression: acute bronchitis. Plan: prednisone, zithromax. On (B)(6) 2018: (B)(6), np. Office notes. Hypothyroidism, hyperlipidemia, ear pain, nose and sinus problems, sore throat. Impression: impacted cerumen right ear, acute left otitis media. Plan: cerumen removal, amoxicillin, loratadine. On (B)(6) 2019: (B)(6), np. Office notes. Upper respiratory symptoms. Onset 1 week ago, cough, nasal congestion, purulent nasal drainage, sore throat, bilateral ear pain. Impression: acute sinusitis. Obesity. Plan: azithromycin, prednisone, promethazine-dm. On (B)(6) 2019: (B)(6), np. Office notes. Here for routine care and medications refills. Reports increased multiple joint pains (bilateral shoulders, hands, knees, feet, and right hip). Pain noticeably worse over past 6 months. Increased stiffness with multiple joint swelling. Weight 187 lbs, bmi 33.1. Medications: levothyroxine, loratadine, meloxicam, simvastatin. History: hypothyroidism, hyperlipidemia, psoriasis, solitary nodule of lung. Exam: obese. Abdomen; bowel sounds normal, no tenderness, guarding, masses, rebound, soft and nondistended. Hernia; none palpable. Impression: hyperlipidemia. Hypothyroidism. Multiple joint pain. Plan: encourage weight reduction, levothyroxine, rheumatology referral, ketorolac and depo-medrol injection. On (B)(6) 2019: [facility ni]. (B)(6), md. Office notes. Presents with pain, diffuse, described as chronic, ongoing, moderately new, epigastric pain. Exam: weight 180 lbs, bmi 31.9. Abdomen; epigastric, tender to palpation. Hernia; overall, no hernias present, may have occult hernia left side. Impression: epigastric pain. Plan: CT abdomen, given form, ¿weight management¿. On (B)(6) 2019: (B)(6), md. Radiology-CT abdomen. Indication: epigastric pain. Findings: abdomen; lingular atelectasis, heart normal size, liver normal, multiple right upper quadrants surgical clips consistent with cholecystectomy. Spleen unremarkable, no adrenal mass, pancreas normal, kidneys normal, aorta normal, no free fluid or adenopathy. Postoperative changes of mid anterior abdominal wall with mesh placement. There is fluid and punctate air surrounding the mesh. There are 2 small ventral hernias superior to the mesh. 1 at the umbilicus and the other just above the mesh. These contain omental fat. Impression: fluid and air within the anterior abdominal wall in the region of surgical mesh. This may be postoperative or infectious in nature. On (B)(6) 2019: [facility ni]. (B)(6), md. Office notes. Follow up CT. Diffuse abdominal pain in area of mesh. No fever. Began on (B)(6) repair 5 years ago. No redness, no drainage. CT shows small hernia recurrences and fluid with punctate air. No nausea/vomiting. Medications: simvastatin, synthroid. Exam: weight 180 lbs, bmi 31.9. Abdomen; epigastric tender to palpation, only over area of mesh, no guarding, no rebound, no mass lesions. Impression: ventral hernia without obstruction or gangrene. Plan: refer to general surgery, (B)(6). On (B)(6) 2019: (B)(6), md. Letter to dr. (B)(6). I had the pleasure of seeing your patient today in clinic for recurrent ventral hernia with possible mesh infection. I have started her on antibiotics. She erroneously believed UK is out of network for her insurance, and her husband is already being established with the advanced abdominal wall reconstruction program there. Given the complex nature of her recurrent hernia with infected mesh, we will refer her to the hernia center at (B)(6). Impression: former smoker, smoked less than 1 pack per day for 10 years. Infected prosthetic mesh of abdominal wall. Plan: start amoxicillin-pot clavulanate. She is status post ventral incisional hernia repair with gore-tex mesh in 2014, referred for recurrent hernia and concern for infected mesh. No systemic signs of infection, however, her CT findings with dots of air within the fluid collection are concerning for mesh infection. Started her on 2 weeks of augmentin for possible infection. Will likely require mesh excision and repeat hernia repair. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial with holes use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial with holes instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: additional clinical signs and symptoms: e2314 fistula. H6: updated health effect- clinical code. H6: health effect impact code: f1903: device explantation. H6: medical device component: g07001: part/component/sub-assembly term not applicable . The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (2422) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span august 14, 2013 through december 19, 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial with holes. Patient information: medical history: obesity: (B)(6) 2013: 182 lbs., bmi 32.24. (B)(6) 2014: 180 lbs., bmi 31.8. (B)(6) 2019: 183 lbs., bmi 32.5. Smoking: (B)(6) 2014: 15-year history of tobacco use. (B)(6) 2019: former smoker, ¿smoked less than 1 pack per day for 10 years.¿ (B)(6) 2019: former smoker, ¿quit 2002 after 10 years of ½ pack per day on and off.¿ hypothyroidism. Gastroesophageal reflux disease [gerd]. Hyperlipidemia. Graves¿ disease ¿ took radiation pill age 17 and 28. Surgical procedures: 1991: tubal ligation via umbilicus (B)(6) 2014: laparoscopic cholecystectomy, primary repair of umbilical fascial defect. (B)(6) 2014: laparoscopic repair of incarcerated incisional hernia. Implant: gore® dualmesh® plus biomaterial with holes. (B)(6) 2019: resection of infected prosthetic mesh with incorporated abscess cavity and ec fistula. Enterectomy of small bowel including 35 cm. Recurrent ventral incisional hernia repair. Implantation of biosynthetic mesh as a posterior sheath inlay. Excision of 5 x 15 cm of skin and soft tissue. Implant: phasix st. Relevant medical information: (B)(6) 2014: ¿follow-up of cholecystectomy. Reports she has done well until about the 3rd day. Had an infection at the site of the hernia repair. Currently taking augmentin.¿ (B)(6) 2014: ¿hernia duration 5 months, periumbilical, no radiation, describes as dull, risk factors include overweight, previous abdominal surgery. Had cholecystectomy done in may and since that time has had tenderness in belly button. Has had some pain to left of belly button relieved by bowel movement. Impression/plan: umbilical hernia, refer to general surgery for further evaluation.¿ implant preoperative complaints: (B)(6) 2014: ¿presents with hernia, umbilical, described as chronic, ongoing, complaint is moderate. In addition, presented with swelling. Pain began after lap chole, incisional at umbilicus. Abdomen; normal bowel sounds. Hernia; abdominal hernia present, reducible. Impression: incisional hernia. Plan: lap repair of incisional hernia at umbilicus.¿ (B)(6) 2014: history and physical. ¿presented with hernia, located umbilical. Described as chronic. Symptoms ongoing. Complaint is moderate. In addition, presented with swelling, also with pain. Exam: abdominal hernia present, reducible. Impression: incisional hernia. Plan: laparoscopic repair of incisional hernia at umbilicus.¿ implant procedure: laparoscopic repair of incarcerated incisional hernia. Implant: gore® dualmesh® plus biomaterial with holes [1dlmcph04/12530476, 15cm x 19 cm, 1.5 mm thick]. Implant date: date: (B)(6) 2014 (hospitalization (B)(6) 2014) description of hernia being treated: ¿after satisfactory prep and drape of the patient¿s abdomen, visiport was introduced in the left upper quadrant. Laparoscope was inserted under direct visualization and 5 mm surgiports were introduced in the left upper quadrant and left lower quadrant. Lysis of adhesions was carried out and incarcerated omentum was reduced in the abdominal cavity.¿ implant size and fixation: ¿a gore-tex mesh 15 x 19 was inserted and affixed to the anterior abdominal wall with an endotacker. Visiport and induction site was closed with 2-0 pds suture. All air and all instruments were removed. Incision was closed with 4-0 prolene.¿ (B)(6) 2014: discharge instructions. ¿okay to shower, no dressing needed. Follow up dr. (B)(6) 2017. No driving, no heavy lifting.¿ relevant medical information: (B)(6) 2014: ¿post-op hernia repair. Incision fine, no complaints.¿ (B)(6) 2015: ¿developed right mid abdomen pain after physical activity. Burns, stings, and pulls, no redness of skin, no fever, no nausea/vomiting. Exam: no evidence of reherniation, no redness, no swelling. Impression: abdominal pain right upper quadrant. Plan: flexeril/motrin, heat.¿ (B)(6) 2015: ¿abdominal pain, right side, sharp and stabbing, aggravated by movement. She was kicking back and began to have abdominal pain which she would bind up. Abdominal pain, follow up with general surgery in coming weeks.¿ (B)(6) 2016: ¿abdominal pain. Onset 3 days, mild severity, improving. Peri-umbilical and left lower quadrant location. Pain is sharp, aggravated by movement, relived by bowel movement, eructation and flatus. Reports severe pain in abdomen with belching, bloating, severe gas beginning suddenly tuesday pm. She took ex-lax, has been having daily loose bowel movements. Today, improved. Denies pain at present, only ¿soreness¿ throughout abdomen. Exam: obese. Abdomen; hypoactive bowel sounds, anterior, soft tenderness, left upper and lower quadrants. Impression: abdominal pain, acute. Plan: x-ray abdomen.¿ (B)(6) 2016: x-ray abdomen. Impression: no free intraperitoneal air or bowel obstruction.¿ (B)(6) 2018: ¿cough, harsh, moderate severity, 1 week. Impression: acute bronchitis. Plan: prednisone, zithromax.¿ (B)(6) 2019: ¿presents with pain, diffuse, described as chronic, ongoing, moderately new, epigastric pain. Exam: abdomen; epigastric, tender to palpation. Hernia; overall, no hernias present, may have occult hernia left side. Impression: epigastric pain. Plan: CT abdomen, given form, ¿weight management¿.¿ (B)(6) 2019: CT abdomen. ¿findings: abdomen; multiple right upper quadrants surgical clips consistent with cholecystectomy. Postoperative changes of mid anterior abdominal wall with mesh placement. There is fluid and punctate air surrounding the mesh. There are 2 small ventral hernias superior to the mesh. 1 at the umbilicus and the other just above the mesh. These contain omental fat. Impression: fluid and air within the anterior abdominal wall in the region of surgical mesh. This may be postoperative or infectious in nature.¿ (B)(6) 2019: ¿follow up CT. Diffuse abdominal pain in area of mesh. Began (B)(6). Repair 5 years ago. No redness, no drainage. CT shows small hernia recurrences and fluid with punctate air. Abdomen: epigastric tender to palpation, only over area of mesh, no guarding, no rebound, no mass lesions. Impression: ventral hernia without obstruction or gangrene. Plan: refer to general surgery.¿ (B)(6) 2019: ¿seen in surgery clinic for recurrent ventral hernia with possible mesh infection. On antibiotics. Given the complex nature of her recurrent hernia with infected mesh, we will refer her to the hernia center at the (B)(6). Impression: former smoker, smoked less than 1 pack per day for 10 years. Infected prosthetic mesh of abdominal wall. Plan: start amoxicillin-pot clavulanate. She is status post ventral incisional hernia repair with gore-tex mesh in 2014, referred for recurrent hernia and concern for infected mesh. No systemic signs of infection, however, her CT findings with dots of air within the fluid collection are concerning for mesh infection. Started her on 2 weeks of augmentin for possible infection. Will likely require mesh excision and repeat hernia repair.¿ explant preoperative complaints: (B)(6) 2019: history & physical. ¿history of ventral hernia repair with mesh in 2014 following umbilical hernia; presents with localized abdominal pain and CT imaging of two further ventral hernias superior to the mesh, concern for infected mesh. Relevant history began in 1991 when underwent tubal ligation via umbilicus. (B)(6) 2014 had acute cholecystitis/incarcerated umbilical hernia; underwent laparoscopic cholecystectomy and primary repair of umbilical fascial defect. Consistent pain/herniation at umbilical site. (B)(6) 2014 underwent umbilical hernia repair with goretex mesh 15x19 cm affixed to anterior abdominal wall. Had continued pain surrounding umbilicus for following 5 years. (B)(6) 2019, was twisting at work on ladder and felt acute worsening of pain. CT showed air surrounding mesh with concern for infection. Immediately noted significant abdominal distention and pain; pain improved with rest/decreased activity. Able to tolerate diet, no fever/chills. Hga1c: 6.5. Reviewed CT images: recurrent incisional hernia superior to mesh and at umbilicus, goretex mesh, associated fluid and air next to mesh, significant adherences of small bowel to mesh. Abdomen: distended, pain and increased tenderness upon palpation of specified area [around umbilicus]. Radiographic evidence of hernia superior to mesh, however, cannot palpate deep enough to feel fascial defect without causing significant pain. Impression: recurrent ventral hernia, infected prosthetic mesh of abdominal wall. Air surrounding mesh concerning for potential shearing of previously adhesed bowel. Plan: operative planning for infected mesh removal, potential need for bowel resection, repair of recurrent incisional hernia with sublay biosynthetic mesh.¿ (B)(6) 2019: indication: ¿underwent a laparoscopic incisional hernia repair with gore-tex mesh over a decade ago. She had been doing great until over a month ago when she twisted and had acute pain, likely shearing. She then developed bloating. Imaging was consistent with an abscess cavity around her prosthetic mesh. Proceeded to go to the operating room for removal of her old mesh, possible salvage repair versus possible implantation of biosynthetic mesh.¿ explant procedure: resection of infected prosthetic mesh with incorporated abscess cavity and ec fistula. Enterectomy of small bowel including 35 cm. Recurrent ventral incisional hernia repair. Implantation of biosynthetic mesh as a posterior sheath inlay. Excision of 5 x 15 cm of skin and soft tissue. Implant: phasix st. Explant date: (B)(6) 2019 (hospitalization (B)(6) 2019). Findings: ¿a 10 x 15 cm abscess cavity, in which her prior gore-tex mesh was unincorporated and was removed freely, including the tacks. This was also densely adhered to small bowel in multiple locations, majority of which was sectioned to one area of small bowel 35 cm in length, which had to be removed, with an end-to-end anastomosis. Two other areas of adhesions to the abscess cavity on distal ileum were able to be oversewn rather than resected. Once all this was completed, the posterior sheath had a 5 x 12 cm defect that had to be reinforced and closed with phasix st mesh to protect the viscera. Primary closure of the rectus muscles was then performed.¿ procedure: ¿elliptical incision around the patient¿s umbilicus and excess skin and soft tissue was performed for approximately 5 cm wide x 15 cm tall in a 3-to-1 fashion. This subcutaneous fat and skin wedge was taken down all the way to the base of the fascia and passed off the table. We then incised the anterior midline fascia superior to the umbilicus, superior to where I knew her inflammatory pocket was. Entering the abdomen, there were only light adhesions to the falciform and omentum in this location. Falciform was transected away from the overlying peritoneum. We then circumferentially dissected around the abscess cavity, removing the abscess cavity from the adjacent rectus muscle. Please note on the left hand side, the abscess cavity was actually quite medialized and I was able to incise en bloc the anterior and posterior sheath away from the abscess cavity, with minimal loss of left rectus muscle. There were multiple loops of small bowel that were clearly adhesed to this abscess cavity superiorly. When dissecting off the left rectus, I did get into the abscess cavity, visualizing pus, which was cultured and sent off as specimen, and then visualized I was able to palpate her mesh, which was able to be removed with one pull completely intact with no evidence of integration of the mesh or any of the permanent titanium tacks. I then continued to circumferentially dissect around the abscess cavity from the anterior abdominal wall. On the right hand side, there were some adhesions to the right rectus muscle, which were treated with electrocautery. Following complete island creation of the abscess cavity, there was defect to the posterior sheath. Once I had islanded the abscess cavity, it was evident that there was almost like a medusa head multiple adhesions of the small bowel to the abscess cavity. I was able to dissect away 2 small areas using sharp lysis of adhesions, but no evidence of serosal defects; however, there was some firmness of the abscess cavity and some mild bleeding. Therefore, for hemostasis, imbricating 3-0 vicryl sutures were used. I then was able to visualize the amount of small bowel loops that were densely adherent to this abscess cavity and likely ec fistula given the fluid that was expressed from the abscess cavity. I elected to perform a small-bowel resection encompassing the length of this one loop that was attached to multiple locations. Small-bowel resection of 35 cm of small bowel which was densely adherent to the abscess cavity was performed using 60 gia staplers. Bowel was transected. Mesentery was taken with interval 0 suture ligation and hemostats. There was no evidence of bleeding on the mesenteric dissection. A side-to-side functional end-to-end small-bowel anastomosis was then created using a 60 cm blue load gia stapler. Common channel was closed with a blue load stapler, creating a functional 40 cm side-to-side functional end-to-end small-bowel anastomosis. Common mesenteric defect and staple line were oversewn using 3-0 vicryl suture. Following this, this was dunked back into the abdomen. I ran the bowel in its entirety with no evidence of other off screen injuries or difficulties. The patient had significant amount of bowel in this area. Small-bowel resection was in the distal jejunum into the mid ileum. Excess omentum was then available, including what was still remaining and not dissected with the abscess cavity, and then overlapped our entire small bowel. I noted that I had a 5x 12 cm defect in my posterior sheath that would have to be repaired. In order to get our posterior sheath closed, I did have to dissect open the retrorectus position. This was done by incising the posterior rectus sheath at the linea alba and dissecting out the rectus muscles laterally. In doing so, we only had approximately less than 5 cm of retrorectus length on the left hand side and about 4 cm on the right hand side. This would be inadequate for a true retrorectus hernia repair, and given her contamination, I elected not to proceed with a component separation for additional overlap of mesh. The patient had significant laxity in her anterior abdominal wall, and her anterior fascia would close without any difficulty. What I was currently try to do was to close her posterior sheath to extravisceralize her bowel. I was able to create a retrorectus dissection plane on both the left and right, respectively. There was no evidence of bleeding during this. This allowed my posterior sheath to come together in an easier fashion. I did have a bridging phasix st that was brought into the field, overlapping and closing a 5 x 12 cm defect in our posterior sheath. Immediately prior to this, I had irrigated the entire abdominal cavity with a liter of saline, and it was clear. Following complete closure of the posterior sheath, a 19-french blake drain was placed in the retrorectus position, overlying this phasix st in an inlay position. Anterior fascia was then closed in an interrupted figure-of-eight fashion using 0 maxon sutures, with no increase in peak airway pressures an no evidence of tension. Skin and subcutaneous were then irrigated with saline. There was no evidence of bleeding. All gloves had been changed after the small-bowel resection, and they were changed again prior to skin closure. The subcutaneous pocket was extremely small. It was closed in multiple layers, 2-0 vicryl sutures for quilting, 3-0 vicryl sutures for deep dermal, followed by a running 4-0 v-loc carposyn.¿ (B)(6) 2019: ¿specimens: hernia sac, infected mesh.¿ (B)(6) 2019: pathology report. ¿specimen: a: small bowel and mesh, tag on abscess cavity. Gross description: the specimen is received fresh and placed in formalin, labeled ¿small bowel and mesh tag on abscess cavity¿, and consists of a 17.1 cm in length by 1.9 cm in diameter u shaped portion of bowel that is adherent to a 6.3 x 6.1 x 5.3 cm portion of tan-brown fibromembranous tissue. The fibromembranous tissue is surrounding a yellow-tan portion of mesh. The serosa of the bowel is tan-pink, smooth, and glistening. The mucosa is tan-pink with regular intestinal folds. No masses, polyps, or areas of ulceration are grossly identified. Sectioning the attached soft tissue reveals a brown-red hemorrhagic cavity surrounding the mesh.¿ (B)(6) 2019: microbiology. Abscess culture. Specimen: abscess abdomen. Quantitation: moderate growth. Culture: 2+ klebsiella variicola. 2+ enterobacter cloacae complex. 1+ enterococcus faecalis. 3+ streptococcus constellatus. 1+ aggregatibacter segnis (previously known as haemophilus segnis). Final: (B)(6) 2019. Gram stain: numerous polymorphonuclear white blood cells. Numerous gram-negative rods. Moderate gram-positive cocci in pairs. Moderate gram-positive cocci in chains. Rare gram-positive rod. Final: (B)(6) 2019. Anaerobe culture: mixed aerobic and anaerobic flora. Final: (B)(6) 2019. (B)(6) 2019: lab. Glucose 449 h (74-99). (B)(6) 2019: discharge summary. Hospital course: postoperative ileus. Ng tube pulled on postoperative day 5; diet advanced as tolerated. Postoperative day 6, jp drain removed. On day of discharge, afebrile, ambulating, tolerating oral pain medicine, voiding, tolerating regular diet. Discharged in stable condition; follow up in 2 weeks. Abdomen: non-tender, minimally distended, incision clean/dry/intact. Instructions: regular diet, no lifting more than 5 lbs. For 42 days, move around as you are able, wash wound with mild soap and water once a day.¿ relevant medical information: (B)(6) 2019: ¿post-operative check after ventral hernia repair on (B)(6). Surgery was extensive and involved removal of previously placed infected gortex mesh as well as small bowel resection. Is tolerating diet and having bowel movements. Incision healing well but has had some scabbing in central portion with mild amount of bleeding on her clothes. Abdomen: flat and soft, nontender incision well healing, no recurrence, no cellulitis. Impression: recurrent ventral hernia. Has recovered well and is tolerating a diet without issue. Plan: return to clinic in 4-6 weeks.¿ (B)(6) 2019: ¿surgery follow up. Over past month has had pain over right abdomen; describes dull, constant muscle cramp. Also has constipation; bowel movement once every 5 days requiring suppositories. Wears abdominal binder all the time; feels her abdominal contents will ¿fall out.¿ not lifting objects over 10 lbs. Reports surgical incision healing well with no drainage, surrounding redness or swelling. Had recent viral illness causing nausea/vomiting for 24 hours. Abdomen: flat, bowel sounds normal. Surgical incision well approximated, no surrounding erythema, edema or exudate. Tender to palpation along right abdomen, at location of approximate right rectus abdominis. No hernias appreciated. Impression: pain most likely muscular in nature; only 6 weeks out from surgery and manipulation of abdominal wall musculature. Although not appreciated on physical exam, some findings may be due to possible hernia either at posterior layer or rectus primary closure. Discussed she had become accustomed to the plate of fibrosis in abdomen before and with this removed she will have more laxity. Plan: CT abdomen/pelvis, recommend increasing bowel regimen, increasing hydration. Continue lifting/pulling/pushing restriction of 10-20 lbs.¿ (B)(6) 2019: CT abdomen/pelvis with contrast. Indication: infected prosthetic mesh abdominal wall. Impression: expected postoperative changes from resection of abdominal wall mesh without evidence of complicating features such as hematoma or seroma. Mild mesenteric edema noted adjacent to small bowel resection margin.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial with holes instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial with holes is provided sterile. Procedure and specific patient factors may contribute to or cause infection, leading to contamination or infection of the mesh material. The instructions for use further state: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the gore® dualmesh® plus biomaterial with holes instructions for use further state: ¿gore® dualmesh® plus biomaterial contains two antimicrobial agents, silver carbonate and chlorhexidine diacetate, which act as preservatives to inhibit microbial colonization of, and resist initial biofilm formation on, the device for up to 14 days post implantation. To help maintain strict asepsis during surgery, special precautions and extremely careful preoperative site preparations are necessary. When operative infection is suspected, dissection of involved tissues should be considered. Any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 12530476 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2014: (B)(6). (B)(6) [illegible]. Discharge instructions. Temp. 98.1. Okay to shower, no dressing needed. Follow up dr. (B)(6) 12/17. No driving, no heavy lifting. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial with holes use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial with holes instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A4: added patient weight. B7: added medical history. D4: added lot #, catalog #, expiration date, di #. D4: updated brand name. G5: updated combo product field, added PMA/510k #. H4: added device manufacture date. H6: updated method code 1 and results code 1 as valid lot# provided. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6)1991:[missing records: records for lap chole with umbilical hernia repair were not provided.] 12/10/14:[facility ni]. Alan graham. History and physical. Presented with hernia, located umbilical. Described as chronic. Symptoms ongoing. Complaint is moderate. In addition, presented with swelling, also with pain. History: hypothyroidism taking synthroid, cholecystectomy, never drinks, never smoker. Weight 180 lbs, bmi 31.885. Exam: abdomen; no tenderness, normal bowel sounds, contour scaphoid, skin normal, percussion normal, left upper quadrant no mass lesions and soft, left lower quadrant no mass lesions and soft, right upper quadrant no mass lesions and soft, right lower quadrant no mass lesions and soft, epigastric no mass lesions and soft, suprapubic no mass lesions and soft, periumbilical no mass lesions and soft, hernia exam, abdominal hernia present, reducible. Impression: incisional hernia. Plan: laparoscopic repair of incisional hernia at umbilicus. 12/10/14:(B)(6). [Signature illegible]. Pre-anesthesia evaluation. Weight 180 lbs, height 63¿. No smoker, no alcohol, no substance abuse. Surgical history: lap chole with umbilical hernia repair btl ¿91; colonoscopy. Cardiovascular; cholesterol. Renal/endocrine; thyroid disease. Asa 2. 12/10/14:(B)(6), md. Operative report. Preoperative diagnosis(es): incisional hernia. Postoperative diagnosis: incisional hernia. Procedure: laparoscopic repair of incarcerated incisional hernia. Details of operation: ¿after satisfactory prep and drape of the patient¿s abdomen, visiport was introduced in the left upper quadrant. Laparoscope was inserted under direct visualization and 5 mm surgiports were introduced in the left upper quadrant and left lower quadrant. Lysis of adhesions was carried out and incarcerated omentum was reduced in the abdominal cavity. A gore-tex mesh 15 x 19 was inserted and affixed to the anterior abdominal wall with an endotacker. Visiport and induction site was closed with 2-0 pds suture. All air and all instruments were removed. Incision was closed with 4-0 prolene. Patient tolerated procedure well.¿ 12/10/14:(B)(6). Intraoperative nurse¿s record. Preoperative diagnosis: incisional hernia. Operative procedure: laparoscopic incisional hernia repair. Postoperative diagnosis: incisional hernia. Asa 2. Specimen: none. Cultures: none. Implant sticker. Gore dualmesh® plus biomaterial with holes. Ref catalogue number: 1dlmcph04. Lot batch code: 12530476. Exp. 2017-02. W.l. Gore & associates. 12/10/14:(B)(6). Pre-op/post-op notes. Implant sticker. Gore dualmesh® plus biomaterial with holes. Ref catalogue number: 1dlmcph04. Lot batch code: 12530476. Exp. 2017-02. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial with holes (1dlmcph04/12530476) was implanted during the procedure. 12/11/14:(B)(6), md. Progress notes. Postop day 1. Negative nausea, vomiting, positive belching, denies flatus, has been walking. Abdomen soft, positive bowel sounds. 12/11/14::(B)(6), md. Physician orders. Clear liquids. Return to clinic wednesday. Ok to shower. No dressing needed. If tolerates diet with no nausea/vomiting may discharge home at 3 pm. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial with holes use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial with holes instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information.   Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6)2019:(B)(6)md. History & physical. History of ventral hernia repair with mesh in 2014 following umbilical hernia; presents with localized abdominal pain and CT imaging of two further ventral hernias superior to the mesh, concern for infected mesh. Relevant history began in 1991 when underwent tubal ligation via umbilicus. (B)(6) 2014 had acute cholecystitis/incarcerated umbilical hernia; underwent laparoscopic cholecystectomy and primary repair of umbilical fascial defect. Consistent pain/herniation at umbilical site. (B)(6) 2014 underwent umbilical hernia repair with goretex mesh 15x19 cm affixed to anterior abdominal wall. Had continued pain surrounding umbilicus for following 5 years. (B)(6)2019, was twisting at work on ladder and felt acute worsening of pain. CT showed air surrounding mesh with concern for infection. Immediately noted significant abdominal distention and pain; pain improved with rest/decreased activity. Able to tolerate diet, no fever/chills. Hga1c: 6.5. Reviewed CT images: recurrent incisional hernia superior to mesh and at umbilicus, goretex mesh, associated fluid and air next to mesh, significant adherences of small bowel to mesh. Social: former smoker; quit 2002 aft 10 years of ½ pack/day on and off. Weight 183 lbs., bmi 32.53. Abdomen: distended, pain and increased tenderness upon palpation of specified area [diagram indicating area around umbilicus]. Radiographic evidence of hernia superior to mesh, however, cannot palpate deep enough to feel fascial defect without causing significant pain. Impression: recurrent ventral hernia, infected prosthetic mesh of abdominal wall. Air surrounding mesh concerning for potential shearing of previously adhesed bowel. Plan: operative planning for infected mesh removal, potential need for bowel resection, repair of recurrent incisional hernia with sublay biosynthetic mesh; plan for (B)(6)2015. (B)(6)2019:(B)(6), md. Operative report. Preoperative diagnoses: infected prosthetic mesh. Recurrent ventral hernia. Postoperative diagnoses: infected prosthetic mesh with enterocutaneous fistula. Recurrent ventral hernia. Procedures performed: resection of infected prosthetic mesh with incorporated abscess cavity and ec fistula. Enterectomy of small bowel including 35 cm. Recurrent ventral incisional hernia repair. Implantation of biosynthetic mesh as a posterior sheath inlay. Excision of 5 x 15 cm of skin and soft tissue. Assistant surgeon: amy tefft, md. Anesthesia: general. Estimated blood loss: 50 ml. Complications: none. Specimens: small bowel adhered to abscess cavity and prior prosthetic mesh, suture marking the abscess cavity. Drain: 19-french blake drain in the retrorectus space. Wound classification: 4 ¿ infected, culture sent in the operating room. Indications for procedure: (B)(6) underwent a laparoscopic incisional hernia repair with gore-tex mesh over a decade ago. She had been doing great until over a month ago when she twisted and had acute pain, likely shearing. She then developed bloating. Imaging was consistent with an abscess cavity around her prosthetic mesh. Risks, benefits, alternatives were discussed, and the patient proceeded to go to the operating room for removal of her old mesh, possible salvage repair versus possible implantation of biosynthetic mesh. Findings: the patient had a 10 x 15 cm abscess cavity, in which her prior gore-tex mesh was unincorporated and was removed freely, including the tacks. This was also densely adhered to small bowel in multiple locations, majority of which was sectioned to one area of small bowel 35 cm in length, which had to be removed, with an end-to-end anastomosis. Two other areas of adhesions to the abscess cavity on distal ileum were able to be oversewn rather than resected. Once all this was completed, the posterior sheath had a 5 x 12 cm defect that had to be reinforced and closed with phasix st mesh to protect the viscera. Primary closure of the rectus muscles was then performed. Procedure in detail: ¿the patient was identified in the preoperative holding area by 2 identifiers, taken to the operating room and placed in supine position on the operating table. After appropriated hemodynamic monitors were placed, she underwent smooth induction of endotracheal anesthesia. A foley catheter was placed. Iap blocks were performed by anesthesia. The abdomen was then prepped and draped in standard sterile fashion. A timeout was performed. Elliptical incision around the patient¿s umbilicus and excess skin and soft tissue was performed for approximately 5 cm wide x 15 cm tall in a 3-to-1 fashion. This subcutaneous fat and skin wedge was taken down all the way to the base of the fascia and passed off the table. We then incised the anterior midline fascia superior to the umbilicus, superior to where I knew her inflammatory pocket was. Entering the abdomen, there were only light adhesions to the falciform and omentum in this location. Falciform was transected away from the overlying peritoneum. We then circumferentially dissected around the abscess cavity, removing the abscess cavity from the adjacent rectus muscle. Please note on the left hand side, the abscess cavity was actually quite medialized and I was able to incise en bloc the anterior and posterior sheath away from the abscess cavity, with minimal loss of left rectus muscle. There were multiple loops of small bowel that were clearly adhesed to this abscess cavity superiorly. When dissecting off the left rectus, I did get into the abscess cavity, visualizing pus, which was cultured and sent off as specimen, and then visualized I was able to palpate her mesh, which was able to be removed with one pull completely intact with no evidence of integration of the mesh or any of the permanent titanium tacks. I then continued to circumferentially dissect around the abscess cavity from the anterior abdominal wall. On the right hand side, there were some adhesions to the right rectus muscle, which were treated with electrocautery. Following complete island creation of the abscess cavity, there was defect to the posterior sheath. Once I had islanded the abscess cavity, it was evident that there was almost like a medusa head multiple adhesions of the small bowel to the abscess cavity. I was able to dissect away 2 small areas using sharp lysis of adhesions, but no evidence of serosal defects; however, there was some firmness of the abscess cavity and some mild bleeding. Therefore, for hemostasis, imbricating 3-0 vicryl sutures were used. I then was able to visualize the amount of small bowel loops that were densely adherent to this abscess cavity and likely ec fistula given the fluid that was expressed from the abscess cavity. I elected to perform a small-bowel resection encompassing the length of this one loop that was attached to multiple locations. Small-bowel resection of 35 cm of small bowel which was densely adherent to the abscess cavity was performed using 60 gia staplers. Bowel was transected. Mesentery was taken with interval 0 suture ligation and hemostats. There was no evidence of bleeding on the mesenteric dissection. A side-to-side functional end-to-end small-bowel anastomosis was then created using a 60 cm blue load gia stapler. Common channel was closed with a blue load stapler, creating a functional 40 cm side-to-side functional end-to-end small-bowel anastomosis. Common mesenteric defect and staple line were oversewn using 3-0 vicryl suture. Following this, this was dunked back into the abdomen. I ran the bowel in its entirety with no evidence of other off screen injuries or difficulties. The patient had significant amount of bowel in this area. Small-bowel resection was in the distal jejunum into the mid ileum. Excess omentum was then available, including what was still remaining and not dissected with the abscess cavity, and then overlapped our entire small bowel. I noted that I had a 5x 12 cm defect in my posterior sheath that would have to be repaired. In order to get our posterior sheath closed, I did have to dissect open the retrorectus position. This was done by incising the posterior rectus sheath at the linea alba and dissecting out the rectus muscles laterally. In doing so, we only had approximately less than 5 cm of retrorectus length on the left hand side and about 4 cm on the right hand side. This would be inadequate for a true retrorectus hernia repair, and given her contamination, I elected not to proceed with a component separation for additional overlap of mesh. The patient had significant laxity in her anterior abdominal wall, and her anterior fascia would close without any difficulty. What I was currently try to do was to close her posterior sheath to extravisceralize her bowel. I was able to create a retrorectus dissection plane on both the left and right, respectively. There was no evidence of bleeding during this. This allowed my posterior sheath to come together in an easier fashion. I did have a bridging phasix st that was brought into the field, overlapping and closing a 5 x 12 cm defect in our posterior sheath. Immediately prior to this, I had irrigated the entire abdominal cavity with a liter of saline, and it was clear. Following complete closure of the posterior sheath, a 19-french blake drain was placed in the retrorectus position, overlying this phasix st in an inlay position. Anterior fascia was then closed in an interrupted figure-of-eight fashion using 0 maxon sutures, with no increase in peak airway pressures an no evidence of tension. Skin and subcutaneous were then irrigated with saline. There was no evidence of bleeding. All gloves had been changed after the small-bowel resection, and they were changed again prior to skin closure. The subcutaneous pocket was extremely small. It was closed in multiple layers, 2-0 vicryl sutures for quilting, 3-0 vicryl sutures for deep dermal, followed by a running 4-0 v-loc carposyn. Dermabond was used over the incision. Please note that I left a 2 cm opening of the wound at the inferior portion, due to the infected nature of this case for drainage. The 19-french blake drain which had been placed in the right upper quadrant in the retrorectus position was marked with a blue prolene suture. The patient was awakened from anesthesia, extubated without difficulty, and transferred to recovery in stable condition. I was present for the entirety of the operation.¿ (B)(6)2019:(B)(6)healthcare. (B)(6), md. Operative note. Preoperative diagnosis: recurrent ventral hernia, infected mesh. Findings: recurrent ventral hernia with large abscess cavity and infected mesh, small bowel with dense adhesions, small bowel resection. Procedure: open recurrent ventral hernia repair with phasix st inlay for posterior sheath, removal of infected mesh. Specimens: hernia sac, infected mesh. Drains: jp above posterior sheath. Events: none. Complications: none. (B)(6)2019:(B)(6) healthcare. (B)(6), md. Pathology report. Accession #: (B)(6). Diagnosis: small bowel and mesh, excision: perienteric abscess formation with associated foreign mesh material. Clinical history: preoperative diagnosis: infected mesh with small bowel fistula, recurrent incisional hernia. Intraoperative findings: ventral hernia. Operative procedure: open repair of recurrent ventral hernia with biophasix mesh, removal infected mesh. Description of specimen: a: small bowel and mesh, tag on abscess cavity. Gross description: the specimen is received fresh and placed in formalin, labeled ¿small bowel and mesh tag on abscess cavity¿, and consists of a 17.1 cm in length by 1.9 cm in diameter u shaped portion of bowel that is adherent to a 6.3 x 6.1 x 5.3 cm portion of tan-brown fibromembranous tissue. The fibromembranous tissue is surrounding a yellow-tan portion of mesh. The serosa of the bowel is tan-pink, smooth, and glistening. The mucosa is tan-pink with regular intestinal folds. No masses, polyps, or areas of ulceration are grossly identified. Sectioning the attached soft tissue reveals a brown-red hemorrhagic cavity surrounding the mesh. Representative sections are submitted as follows. A1-a2: section margins. A3-a4: mucosa adhesed to the underlying fibromembranous tissue. A5-a6: cavity surrounding mesh. (B)(6)2019:(B)(6)healthcare. Microbiology. Abscess culture. Specimen: abscess abdomen. Quantitation: moderate growth. Culture: 2+ klebsiella variicola. 2+ enterobacter cloacae complex. 1+ enterococcus faecalis. 3+ streptococcus constellatus. 1+ aggregatibacter segnis (previously known as haemophilus segnis). Final: (B)(6)2019. Gram stain: numerous polymorphonuclear white blood cells. Numerous gram-negative rods. Moderate gram-positive cocci in pairs. Moderate gram-positive cocci in chains. Rare gram-positive rod. Final: (B)(6)2019. Anaerobe culture: mixed aerobic and anaerobic flora. Final: (B)(6)2019. (B)(6)2019:(B)(6) healthcare. Lab. Wbc 12.44 h (3.7-10.3). (B)(6)2019:(B)(6) healthcare. (B)(6), md. Radiology ¿ abdomen 1 view portable. Indication: nasogastric tube placement. Findings: diffuse gaseous distention of small bowel overlying the central abdomen measuring up to 4.5 cm. Impression: tip of feeding tube overlying proximal stomach, window overlying gastric soft tissue junction. (B)(6)2019:(B)(6)healthcare. (B)(6), md. Progress notes. Significant nausea/vomiting this morning. Ng tube placed, binder in place, jp drains continue serosanguineous output. (B)(6)2019:(B)(6) healthcare. Lab. Wbc 12.69 h (3.7-10.3). (B)(6)2019:(B)(6) healthcare. (B)(6), md. Progress notes impression: ilius [sic] in setting of small bowel resection. Plan: monitor, nothing by mouth. (B)(6)2019:(B)(6) healthcare. (B)(6), md. Progress notes. Wound draining some blood and straw-colored fluid on bottom inch of abdominal incision. Denies nausea/vomiting. Keep binder in place, monitor for bowel activity, ambulate as much as possible, continue nothing by mouth except sips/chips. (B)(6)2019:(B)(6) healthcare. (B)(6), md. Radiology ¿ abdomen 1 view portable. Indication: ileus. Comparison: (B)(6)2019. Findings: persistent small bowel dilatation similar to prior examination. Impression: no major interval change in degree of small bowel dilatation. (B)(6)2019:(B)(6) healthcare. (B)(6), md. Discharge summary. Hospital course: scheduled resection of infected mesh and hernia repair, tolerated well. Started on 7-day course of zosyn. Had significant nausea/vomiting on postoperative day [sic]; ng tube placed, strict nothing by mouth; had postoperative ileus. Ng tube pulled on postoperative day 5; diet advanced as tolerated. Postoperative day 6, jp drain removed. On day of discharge, afebrile, ambulating, tolerating oral pain medicine, voiding, tolerating regular diet. Discharged in stable condition; follow up dr. Totten in 2 weeks. Abdomen: non-tender, minimally distended, incision clean/dry/intact. Discharge medications: acetaminophen, cyclobenzaprine, docusate-senna, gabapentin, levothyroxine, simvastatin. Instructions: regular diet, no lifting more than 5 lbs. For 42 days, move around as you are able, wash wound with mild soap and water once a day; pat dry, do not rub. (B)(6)2019:(B)(6) general surgery. (B)(6), md. Letter to dr. (B)(6). Presents to clinic for post-operative check after ventral hernia repair on 10/15. Surgery was quire [sic] extensive and involved removal of previously placed infected gortex mesh as well as small bowel resection. Is tolerating diet and having bowel movements. Biggest complaint is burning in mouth and throat she thinks is oral thrush. Incision healing well but has had some scabbing in central portion with mild amount of bleeding on her clothes. Has not required narcotic pain medication. Abdomen: flat and soft, nontender incision well healing, no recurrence, no cellulitis. Impression: recurrent ventral hernia. Oral thrush. Has recovered well and is tolerating a diet without issue. Plan: start nystatin, return to clinic in 4-6 weeks. (B)(6)2019:(B)(6) general surgery. (B)(6), md. Letter to dr. (B)(6). Surgery follow up. On (B)(6)2019, underwent resection of infected prosthetic mesh, abscess cavity and enterocutaneous fistula, enterectomy of small bowel 35 cm, recurrent ventral incisional hernia repair with implantation of biosynthetic mesh in posterior sheath inlay; tolerated procedure well. Over past month has had pain over right abdomen; describes dull, constant muscle cramp. Also has constipation; bowel movement once every 5 days requiring suppositories. Wears abdominal binder all the time; feels her abdominal contents will ¿fall out.¿ not lifting objects over 10 lbs. Reports surgical incision healing well with no drainage, surrounding redness or swelling. Had recent viral illness causing nausea/vomiting for 24 hours. Abdomen: flat, bowel sounds normal. Surgical incision well approximated, no surrounding erythema, edema or exudate. Tender to palpation along right abdomen, at location of approximate right rectus abdominis. No hernias appreciated. Impression: pain most likely muscular in nature; only 6 weeks out from surgery and manipulation of abdominal wall musculature. Although not appreciated on physical exam, some findings may be due to possible hernia either at posterior layer or rectus primary closure. Discussed she had become accustomed to the plate of fibrosis in abdomen before and with this removed she will have more laxity. Plan: CT abdomen/pelvis, recommend increasing bowel regimen, increasing hydration. Continue lifting/pulling/pushing restriction of 10-20 lbs. (B)(6)2019:(B)(6) healthcare. (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: infected prosthetic mesh abdominal wall. Impression: expected postoperative changes from resection of abdominal wall mesh without evidence of complicating features such as hematoma or seroma. Mild mesenteric edema noted adjacent to small bowel resection margin. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial with holes instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial with holes instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows (B)(6) 2019: (B)(6). Admission assessment. Gerd. Hypothyroid ¿ took radiation pill at (B)(6). Graves disease. (B)(6) 2019: (B)(6). [Signature illegible]. Anesthesia record. Physical status: 2. (B)(6) 2019: (B)(6). Implant record. Phasix st mesh, abdomen. (B)(6) 2019: glucose 449 h (74-99). It should be noted that the gore® dualmesh® plus biomaterial with holes instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial with holes instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). (B)(4). A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent unknown type of hernia repair in (B)(6) 2014, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that in (B)(6) 2019, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: bowel perforation and infection. Additional event specific information was not provided.